Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray was taken and showed that the ipg turned sideways and was not flat. The patient underwent a pocket revision wherein the physician elected to replace the ipg. The patient was doing well following the procedure.